Event description:
Patient had been placed in shower chair by patient care technician. Upon proceeding to shower, pt leaned forward and fell from the shower chair due to instability of chair legs. The pt was hospitalized due to a right hip fracture repair. Upon falling from the shower chair, the pt sustained a fracture to the left hip. Dates of use: approx eight months in 2007. Diagnosis or reason for use: assistance to patients who are unable to stand for shower. Event abated after use stopped: no.